Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system sample probe was leaking. Customer reported that there was a puddle. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found fluid on the reaction wheel cover under the cartridge chemistry sample probe. The fse replaced the obstruction detection and correction transducer.